Event description:
The customer reported that the device appeared to not seal tissue during a low anterior resection. It is unk if the generator provided end tones, indicating a complete seal cycle or if alarms were heard. There was no bleeding as a result. The surgeon used manual stitching to complete the sealing and then opened another device to continue the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.